Event description:
It was reported that during a da vinci-assisted simple prostatectomy surgical procedure, the customer called in to report that the universal surgical manipulator (usm) 1 light emitting diode (led) turned yellow with error code 319. System functionality was reportedly checked prior to use, and no issues/errors were noted. The site had disabled usm 1 prior to contacting intuitive surgical, inc. (Isi) technical support. The customer could not perform guided setup after usm 1 was disabled. The isi technical support engineer (tse) explained that the guided setup feature would not work due to the fault on usm 1. The tse had the customer hard power cycle the system and perform an emergency power off (epo), but the error persisted. The site continued the procedure without usm 1. There was no reported injury. Isi performed follow-up with the customer and obtained the following additional information regarding the reported event: the procedure was completed successfully with the remaining usms.

Manufacturer narrative:
Based on the claim against the product by the customer noting that the universal surgical manipulator (usm) 1 light emitting diode (led) turned yellow with error code 319, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse reviewed the system log and identified error 319 pointing to an issue with usm 1. The fse swapped usm 1 with usm 4, and the error still occurred on usm 1. The fse recommended to replace usm 1, but the customer declined the system service. The complaint regarding the usm 1 led turned yellow with error code 319 was confirmed based on the field evaluation, which indicates that the device did contribute to the customer reported issue. After the fse visit, the customer called back on (B)(6) 2023 to report that error 319 occurred on usm 1 again. The fse went back onsite and confirmed the reported issue. The fse replaced the affected usm to resolve the reported problem. The system was tested and verified as ready for use. Isi has not received the usm for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. A review of the site's complaint history revealed that the same system issue also occurred during another procedure. Please refer to the report with patient identifier (B)(6) for additional information. This complaint is considered a reportable malfunction due to the following conclusion: a universal surgical manipulator was disabled after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. System unavailability after the start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient¿s inability to tolerate a procedure change. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the missing patient information in report was either unknown, unavailable, not provided, or not applicable. The expiration date for device is not applicable. The product is not implantable.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The universal surgical manipulator (usm) was analyzed and found to have error code 319 during testing in normal mode. A review of the log showed errors 319, 1126 and 31226. The unit was tested on a psc (patient side cart) fixture test platform (pftp) and failed the fiber test on parallelogram. The unit passed the test with a known good fiber parallelogram. When the original fiber parallelogram was reinstalled, the unit then failed the test again. The unit passed all tests that were performed with a known good fiber parallelogram. The root cause was deemed to be a component failure.

Event description:
Refer to h10/h11 for follow-up information.